Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 105 mg/dl. The customer reported programming a bolus, but the bolus did not go through. Troubleshooting was done. The customer was advised that when the customer suspended the insulin pump, the programmed bolus was stopped. The customer would need to take the insulin pump out of suspend in order to resume insulin delivery. No additional information was provided.